Event description:
A malfunction alarm was reported during pumping. There was no reported impact to the customer¿s blood glucose level as the customer declined to provide specific information. The customer was unable to successfully resume insulin therapy after attempting to load a new cartridge, leading tandem technical support to decide on replacing the pump. The customer was informed of the need for replacement and advised to use an alternate insulin delivery method to ensure continuous therapy. The pump was confirmed to be within warranty, and the customer was instructed on returning the faulty pump and preparing it for shipment.